Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump requested the customer put more insulin into the cartridge after 200 units of insulin had been loaded. Another cartridge was loaded. Tandem territory manager confirmed the customer was loading the cartridge successfully. Blood glucose was between 54-300 mg/dl.

Manufacturer narrative:
The investigation has been completed and the alleged issue could not be verified; used cartridge was not returned for complete investigation.